Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok and up button were under and over responsive to user presses, while the down button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: during investigation, no damage or peeling was found to the keypad. The ok, contrast, up arrow, and down arrow keypad buttons were intermittently responsive to user input. The keypad was removed and contamination was found under the all the button contacts. Unrelated to the original complaint, the display was dim and pink. Additionally, the battery compartment was cracked below the bumper pad.